Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing including discharging using the returned multifunction cable and defib cycling without duplicating the report. Review of the device log found no evidence of the report. Therefore, our investigation for the customer's report was unsubstantiated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.